Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer's blood glucose (bg) level exceeded 500 mg/dl. A manual insulin injection was administered to address bg. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.